Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and received alert 38 indicating consecutive stalled motor during set changes after potentially filling a cartridge with insulin from a pen instead of a vial. Symptoms included elevated blood glucose without reported clinical manifestations beyond a measured glucose of 285 mg/dl. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and education. Investigation included guided troubleshooting, a dry run without supplies that completed successfully, and repeat set and cartridge replacements with education on correct adapter alignment using the visible needle as a reference. Investigation of this case revealed user handling challenges related to vision and dexterity causing set connection issues, with no evidence of device or supply malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique error leading to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.